Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the device was explanted on 23-apr-07 due to "an inflammation". No information on reimplantation was provided.